Manufacturer narrative:
One device was returned for investigation. The device was returned with the handle in the open position and the basket formation in the open position. The collet knob is tight and secure. The mlla (male luer lock adaptor) is finger tight. The pett measures 3 cm in length. The support sheath is noted to be bowed in appearance. A functional test was performed and the handle was found to actuate the basket formation to the open and closed positions. A visual examination noted the basket formation to be asymmetrical. The basket formation has a collapsed appearance. The loop at the top of the basket formation is twisted and the wires are twisted together. The basket sheath was found to have 2 kinks; one at 82 cm and 87 cm from the distal tip. A review of the device history record noted 14 nonconformances. None of these nonconformances are related to the complaint failure mode. A complaint history search revealed this complaint to be one of two complaints associated with lot 8163147. No patient harm was reported. There is no indication that a design or process related failure mode contributed to this event. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the provided information a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported during a ureteroscopy procedure, the ncircle tipless stone extractor basket collapsed and did not restore to its normal shape. Another device was used to complete the procedure. No adverse effects or consequences were reported to the patient due to this occurrence.